Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1200 serial #: (B)(4) description: precision montage MRI ipg sterile kit.

Event description:
A report was received that the patient's incision site was having trouble healing. It was noted that it was sore at the upper incisions that it felt like she could not lift her arm. The physician scrubbed, cleaned and re-stitched the wound a little bit. The patient was reportedly doing well.